Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of over 400 mg/dl. The customer treated his high blood glucose level with injections. Customer's current blood glucose level was 227 mg/dl. The infusion set had a bent cannula. The customer noticed blood at the site. He believed the insulin pump was not delivering insulin because he had to control his blood glucose with an injection. The device was not returned.